Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015. Device evaluation:the device has been returned and evaluated by product analysis on 12/04/2015 with the following findings: a review of the black box data showed no evidence of cs006 call service alarms. During testing, the pump successfully passed the ez-prime steps with no alarms. The pump cover was opened and no internal defects were found. The complaint was not confirmed or duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting call service 006 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.